Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer reported a bolus of 3 units had been requested and alleged that the pump delivered over 5 units of insulin. Review of the bolus history with tandem technical support showed that two bolus requests had been programmed and delivered by the customer. Reportedly, the customer had delivered 2.16 units for 20 grams of carbohydrates, and then another bolus had been delivered for 3.75 units for a food bolus of 30 grams. The customer acknowledged the information and reported entering the first bolus by mistake and only wanted to deliver a food bolus for 30 grams of carbohydrates. At the time of the call, the customer's blood glucose (bg) level was 142 mg/dl and was recommended to monitor bg level to prevent going below target level. During a follow-up call, the customer confirmed bg level was at 174 mg/dl.